Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, g3, g6, h2, h6, h11.

Event description:
It was reported that the patient will need to undergo a future revision due to cup protrusio. There is no additional information available at the time of this report.

Event description:
It was reported that the patient will undergo a revision in the future due to pelvic discontinuity, in setting of a previous metal on metal resurfacing and pji with subsequent bone loss and placement of articulating spacer. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 01.06010.201 avenir std stem cemented 1 lot: unknown. 00-8775-036-02 item name: biolox delta head 12/14 36x0 lot: unknown, unknown liner. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.